Manufacturer narrative:
A replacement glidescope video baton 2.0 large was provided to the customer and the video baton 2.0 used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned glidescope video baton 2.0 large and confirmed the no image / intermittent image issue. The hdmi connector was worn / damaged and corroded. Since the customer had already received a replacement glidescope video baton 2.0 large, the returned video baton 2.0 was scrapped. No corrective action is required at this time. Verathon will continue to monitor for trends. The glidescope and gliderite products reprocessing manual states: "use hospital-grade clean air to blow remaining moisture out of the connectors, and then dry the component using either hospital-grade clean air or a clean, lint-free cloth." It is likely that not blowing out the connector with hospital-grade air caused or contributed to the corrosion in the hdmi connector. Verathon followed up with the customer and restated the importance of blowing out the connectors following the reprocessing of the blade.

Event description:
The customer reported that during a patient procedure, using a glidescope video baton 2.0 large, there was an intermittent loss of video. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.